Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly related to the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "elevated metal ion levels have been reported with metal-on-metal articulating surfaces." This report is number 2 of 2 mdrs filed for the same patient (reference 1825034-2014-07864 /-07865).

Manufacturer narrative:
Evaluation of the returned component found evidence of subluxation of the joint and scratching of the bearing surfaces. An area of porous coating appeared to be missing from the backside of the cup. However, it could not be determined whether this damage occurred during or prior to revision surgery.

Event description:
It was reported a patient underwent a total hip arthroplasty on (B)(6) 2008. Subsequently, the patient was revised on (B)(6) 2014 due to high metal ion levels and audible noise coming from the joint.